Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer's adc freestyle libre sensor was exposed to moisture and detached from the adhesive after 2 days of wear. It was further reported the customer experienced "high blood sugar" and his mother contacted a healthcare professional by phone and was advised to administered 15 units of humalog insulin to the customer. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported the customer's adc freestyle libre sensor was exposed to moisture and detached from the adhesive after 2 days of wear. It was further reported the customer experienced "high blood sugar" and his mother contacted a healthcare professional by phone and was advised to adminstered 15 units of humalog insulin to the customer. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. E1 (region state) was incorrectly documented in the initial report. E1 has been updated.